Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve leaflet thickening, stenosis, and unknown regurgitation were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that implanting sapien 3 ultra (s3u) thv at pulmonary position and thv-in-thv with the commander delivery system (ds) is not an indicated use. Therefore, it was off label operation. As reported ''a patient with a 23mm ultra valve, implanted in the pulmonary position for 1 year and 11 months, underwent a valve in valve procedure due to severe pulmonary stenosis echo mean gradient 36 mmhg and cath gradient 33 mmhg.'' Additionally, upon reviewing the medical records, the patient was found to have regurgitation of unknown origin and thickened valve leaflets. For the complaint of valve leaflet thickening, per the instructions for use (IFU), thickened leaflet is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Leaflet thickened develops progressively over time can be due to a number of issues including patient related factors (e.g. Thrombosis) or structural valve deterioration. Due to limited information, a definitive root cause was unable to be determined at this time. For the complaint of stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the complaint event. For the complaint of unknown regurgitation, per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, patient had thickened leaflet, which could contribute to improper or suboptimal leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the complaint event . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the pulmonary position for 1 year and 11 months, underwent a valve in valve procedure due to severe pulmonary stenosis echo mean gradient of 36 mmhg and cath gradient of 33 mmhg. As reported, the patient had a 26mm sapien xt valve implanted in the pulmonary position 5 years and 5 months, and underwent a valve in valve procedure with a 23mm s3 ultra valve for severe pulmonary insufficiency and moderate pulmonary stenosis. The patient then presented with moderate to severe pulmonary stenosis of the 23mm s3 ultra valve. Echo showed echo mean gradient 36mmhg and cath gradient 33mmhg. The team predilated the existing thv's with a 24mm atlas gold balloon and then implanted a 23mm s3ur with a post gradient of 3mmhg. The patient was noted to be doing well post procedure. Per the medical records, patient was hemodynamically stable and denied any symptoms related to the cardiovascular system. An echocardiogram was performed prior to the viv procedure showed that the 23mm s3u valve in the pulmonary position appeared thickened and echogenic with moderate stenosis and mild insufficiency, peak/mean gradient of 60/36 mmhg.